Manufacturer narrative:
Section d4 & h4: multiple attempts for the device serial number were made, but no response was received. Manufacturer's investigation conclusion: the reported event of a hot system controller was not confirmed. The controller did not return and therefore was not able to be tested. The design input requirement for the hm2 controller states that ¿the system controller case temperature must not exceed 38°c (100.4°f) at an ambient temperature of 20°c¿. There were no other documents provided indicating the exact temperature of the controller. Additional information provided on 09jun20 stated that the patient exchanged his controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 2-¿system operations¿ and heartmate ii patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noted that his controller was getting hotter than normal. This happened even when the controller was well ventilated and sitting on the patient's lap. The patient believed that his ventricular assist device (vad) parameters, particularly flow, were labile when his controller was hotter. The patient's controller was exchanged to the backup controller and the patient was told to monitor his controller. A review of the log file noted some flows which were above the normal parameters. Technical support recommended exchanging the controller for safety purposes if the controller was getting hotter than normal. The controller was exchanged. Log files will be sent again, one week after the first log files. If the issues have resolved with the controller exchange, the account planned to return the old controller.